Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted with recurrent gastrointestinal bleeding and power spikes were noticed in the system controller log file. The patient had ischemic colitis post operation and recurrent gastrointestinal bleeding and has been taking aspirin 81 mg and coumadin to keep inr 1.4-2.0. The lowest inr was 1.3 and lactate dehydrogenase (ldh) was 207 u/l. No further information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. A direct correlation between the device and the reported gastrointestinal (gi) bleeding could not conclusively be established through this evaluation. Review of the submitted system controller log file confirmed the report of elevated power; however, specific cause for this finding could not conclusively be determined. Bleeding is listed in the instructions for use (IFU) as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. Information regarding the recommended anticoagulation therapy and international normalized ratio range is also provided in this document. The IFU also provides information regarding pump speed, power, flow, and pulsatility index (pi) and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This IFU explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. These types of pi events are more likely to be triggered in cases of low pulsatility. The patient remains ongoing on heartmate ii lvas and no further events have been reported.. The manufacturer is closing the file on this event.